Event description:
It is reported that the seal of the box was opened during surgery in 2008. When the implant was taken out of the box, it was found to be contaminated. Implant itself was not opened.

Manufacturer narrative:
This report will be amended when our investigation is complete.